Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the physician inquired about an estimate on battery longevity for a dbs patient with an activa pc. The physician plans to schedule a patient appointment for follow-up. Longevity estimations of the implantable neurostimulator (ins) from implant and settings were provided: group a - 6 years until elective replacement indicator (eri) and 6.2 years until end of service (eos), group b - 7.3 years until eri and 7.5 years until eos, group c - 5.8 years until eri and 6.0 years until eos, and group d - 6.4 years until eri and 6.6 years until eos. It was also reviewed that the implant date of the ins was currently set to (B)(6) 2000 and to consider adjusting this to the accurate implant date. There were also some out-of-range impedance values (both high and low impedances) on several contacts (e.g. Contact 0, 1, 3, and 4), which likely indicated the presence of an intermittent integrity issue. It was recommended to avoid the electrodes that have out of range impedances as this might have consequences on battery longevity. The physician also inquired why it took so long as last battery life check on tuesday showed 2.83v with last battery replacement on (B)(6) 2017. It was reviewed that the ins battery can last for months or years depending on the following factors: programmed parameters (amplitude, rate, pulse width, number of active electrodes used, number of programs per lead), system impedance, hours per day of stimulation, length of the implanted lead and extension, degree of patient control over programmable stimulation parameters.

Manufacturer narrative:
Additional review indicates this information was already reported in manufacturer¿s report #3004209178-2025-04315. Any additional information regarding the event will be submitted as a supplemental submission to that report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.